Manufacturer narrative:
(B)(4). Device evaluated by MFR:  the device was not returned for analysis. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right side. The 99% stenosed, 52 x 3.0mm, eccentric, de novo target lesion with a bend of <=45 degrees was located in the moderately tortuous and moderately calcified right coronary artery. After pre-dilatation was performed with a 15 x 1.2mm emerge and 20 x 2.0mm maverick2 balloon catheters, a 32 x 3.00mm rebel stent was advanced but had difficulties reaching the lesion. The device was removed and it was noted that the proximal portion of the stent was deformed. The procedure was completed with the implantation of a 30 x 2.75mm non-bsc stent and 28 x 3.0mm rebel stent, followed by post-dilatation with a 15 x 3.0mm nc emerge balloon catheter. No patient complications were reported and the patient's status was stable.